Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with s4 set screw new version. The following information was reported: the surgeon was unable to tighten the set screw using the torque wrench up to 10nm. After replacing the screw and the set screw the procedure was done with no problem using the same torque wrench. Surgery delay was less than 15 minutes. Additional information was not provided. The malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00073 (400465325 + sw790t)

Manufacturer narrative:
Associated medwatch-reports: 9610612-2020-00073 (400465325 sw790t). General information: the surgeon attempted to tighten the set screw, however the torque wrench kept on idly rotating and tightening up to 10nm would not complete. Consequences for the patient: according to the available information there were no negative consequences for the patient. Failure description: at the first sight, the set screws exhibit no abnormalities like sheared off threads e.g. Investigation: we made a visual inspection of the both set screws, hereinafter called "a" and "b". In the first step we investigated the hexagon of "a". The hexagon exhibit no signs of wear or damages, which were signs of a not correct applied hex- key. In the next step we investigated the thread of "a". The thread exhibit slight wear but is still operable. After that we inspected the bottom of the screw "a". Here we found the typically circular wear of a not proper tightened screw, respectively a screw who was tightened over a not correct placed rod. After that, we checked the hexagon of "b". The hexagon exhibit no signs of wear or damages, which were signs of a not correct applied hex- key. In the next step we investigated the thread of "b". The thread exhibit no signs of wear or damages. Then we inspected the bottom of the screw "b". Here we found the sickle shaped impression which appears during tightening over a correct positioned rod. A sample of the bottom and the wear marks of a correct inserted and tightened set screw is shown. Additionally we investigated the inner thread of the long tab pedicle screw. The thread exhibits slight wear, but no bending or other damages. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the root cause for the problem is most probably usage related. Rationale: the wear shapes on the bottom of the screw are a sure hint for tightening with a not correct (tilted) applied rod. The IFU points out to be aware of a correct placement of the rod in the screw head. A material failure or a manufacturing error can be excluded. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.